Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the farawave pulsed field catheter package was opened in the sterile field and white residue was observed on the catheter handle. The residue was wiped off, but the physician had decided to replace the catheter. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Event description:
It was reported that during preparation, the farawave pulsed field catheter package was opened in the sterile field and white residue was observed on the catheter handle. The residue was wiped off, but the physician had decided to replace the catheter. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Inspection found no outer abnormalities. Important to mention that as per the event description the costumer mention that the residue was wiped off, for this reason the reported foreign material was not returned in the catheter handle. The allegation was not confirmed, and no evidence or abnormalities were seen during the analysis.